Event description:
Philips healthcare received information that the customer's system was inoperable due to the "unload" button on the patient support multifunction footswitch being stuck in the engaged position. There was no patient involvement, no report of any harm to a patient or operator and no report of any uncommanded movement of the patient support.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).